Event description:
Note: this report pertain to one of two that occurred during the same procedure. Refer to manufacturer's report # 3005099803-2010-01011 for the other associated device information. It was reported to boston scientific that an extractor rx retrieval balloon and a hydrajagwire were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure occurring on (B)(6), 2010 (patient's age, weight and gender are unknown). According to the complainant, during the procedure the hydrajagwire peeled outside the patient. The hydrajagwire was changed out for a second hydrajagwire. Once the second hydrajagwire and first extractor balloon were in the common bile duct, the extractor balloon burst inside the patient. The procedure was completed with a second extractor balloon and the second hydrajagwire. There were no patient complications reported as a result of the event. The patient's condition following the event was reported to be "fine".

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Note: this report pertain to one of two that occurred during the same procedure. Refer to manufacturer's report # 3005099803-2010-01011 for the other associated device information. It was reported to boston scientific that an extractor rx retrieval balloon and a hydrajagwire were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure occurring on (B)(6), 2010 (patient's age, weight and gender are unknown). According to the complainant, during the procedure the hydrajagwire peeled outside the patient. The hydrajagwire was changed out for a second hydrajagwire. Once the second hydrajagwire and first extractor balloon were in the common bile duct, the extractor balloon burst inside the patient. The procedure was completed with a second extractor balloon and the second hydrajagwire. There were no patient complications reported as a result of the event. The patient's condition following the event was reported to be "fine".

Manufacturer narrative:
The visual inspection reveals damaged polytetrafluoroethylene (ptfe) jacket at approximately 19 cm measuring from the distal tip of the jag end of the wire. Further damage to the ptfe jacket is present at approximately 94.5 cm through 106.6 cm measuring from the jag end of the wire. The ptfe jacket is torn and corrugated exposing the corewire within specified location. Further damaged ptfe jacket noted at approximately 94.5 through 106.6 cm measuring from the jag end of the wire. The outside diameter of the wire was obtained and it is within drawing specifications. A review of the device history record (DHR) was performed; no anomalies were noted. The most probable cause of failure based on the reported event and review of the related complaints with the same customer and similar reported incidents is attributed to "caused by other device". The damage noted to the ptfe coating may have been caused by the device coming into contact with the locking device thus causing the torn condition of the wire this is based on the additional information received indicating that the "the coating peeled because the facility was putting too much pressure on the locking device." The locking device being too tight will have caused the ptfe jacket damage and tearing noted during analysis of the wire. The customer did not allege having noted this condition prior to use. The directions for use(dfu) states under "preparation technique: prior to use, carefully examine the unit to verify that the sterile package or product has not been damaged in the shipment." Furthermore, the dfu cautions: "do not wipe guidewire with dry gauze. Directions for use remove the guidewire from protective hoop. Save the hoop to store the guidewire if it will be used again during the same procedure. Dip either the 5 cm or 10 cm tip (the non-striped dark portion) in sterile water to activate the hydrophilic coating. This will make the coating lubricious for selective cannulation. Prior to use, inspect the guidewire before using for the following: roughness or abrasion at the tip; kinking along the length of the guidewire." The dfu also cautions: "do not use the guidewire if any defect is found during inspection. Please return any defective product to bsc for replacement." (B)(4).